Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. The cse evaluated the instrument and found residue on the aliquot probe and in the aliquot drain. The cse replaced the aliquot probe and flushed the aliquot drain. The cse ran quality controls (qc), resulting within specifications. The cse ran system check, which passed. The cause for the discordant, falsely elevated na and cl results and discordant, falsely low k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension vista 1500 instrument. The samples were repeated on an alternate dimension vista instrument, resulting lower. In addition, discordant, falsely low potassium (k) results were obtained on these patient samples, which resulted higher upon repeat testing on an alternate dimension vista instrument. The discordant results were not reported to the physician(s). The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results and the discordant, falsely low k results.